Event description:
The lay user/patient contacted lifescan (lfs) in 2009 alleging that her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on march 3, 2009 and obtained the following information. The patient reported that on the late morning of original date, she obtained blood glucose readings of "337 mg/dl" with the subject meter and "279 mg/dl" on another device (physician's meter), performed within 10 minutes of each other. The patient also claimed that later that afternoon she obtained readings of "296 mg/dl" with the subject meter and "270 mg/dl" on her backup meter (onetouch ultra2). Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. On the early morning of five days prior, the patient claimed that she went into a "diabetic coma." The patient stated that her husband contacted emergency services when he was unable to wake her up that morning. The patient has no recollection of the event; however, reported that she was admitted into the ICU for 2 days for hypoglycemia. The patient stated that she felt that the "diabetic coma" was as a result of administering too much insulin. On the evening of six days prior to original date, the day prior to the event, the patient claimed she tested with the subject meter (does not recall result) and administered insulin based on the reading. The patient did not recall how much or what type of insulin she took. However, the patient did confirm that her diabetes management consists of taking 10-15 units of levemir insulin at bedtime (based on sliding scale), and taking regular insulin (also based on a sliding scale) anytime her blood glucose is over 90 mg/dl. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.